Manufacturer narrative:
Section b. 5 description updated and section h. 6 health effect clinical code removed. This code was assigned to other components reported in MFR report #s 3010536692-2021-00113 and 3010536692-2021-00114.

Event description:
Allegedly the patient was revised due to titanium modular neck fracture. Additional information received on 02/18/2021: new revision surgery findings, adding date of incident. Allegedly, the patient had pseudotumor secondary to metal reaction.

Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to titanium modular neck fracture.